Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced inadequate stimulation coverage. During reprogramming, it was found that the patients lead had high impedances. The patient underwent a paddle lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was kept by the medical facility.